Event description:
(B)(4). I was on (B)(6). They covered all costs of the procedure. I started noticing cramps, headaches very early after insertion. In the last year, I've experienced fatigue, weight gain, numerous ruptured cysts, forgetfulness, dizzy spells, cramps, pelvic pain and varicose veins on my uterus.